Manufacturer narrative:
The account replaced the brake casters and brake caster cover to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Account alleged that the brakes were not locking. No patient impact.